Event description:
It was reported that the patient had all prior equipment removed due to an open circuit in one of the leads. The patient and physician opted to remove the entire system and upgrade to sensight and percept. During the processing of a duplicate mdm patient merge, the representative confirmed on (B)(6) 2025, that the prior dbs system was explanted when the new system was implanted on (B)(6) 2025. The records were corrected.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025, product type extension product ID 3708660 lot# serial# (B)(6) , implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type extension product ID 3387s-40 lot# (B)(6),implanted: (B)(6) 2018,explanted: (B)(6) 2025,product type lead product ID 3387s-40 lot# (B)(6) ,implanted:(B)(6) 2018, explanted: (B)(6) 2025,product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6) , ubd: 06-mar-2022, UDI#: (B)(4) ; product ID: 3708660, serial/lot #:(B)(6) , ubd: 06-mar-2022, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(6) , ubd: 31-jan-2021, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #:(B)(6) , ubd: 31-jan-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause is thought to be due to the patient hitting their head against the wheelchair due to their disease state. The replacement system resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.